Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08768- device 6 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that ten infusion set cannula fell off within 2 days of use. Event occurred on 05/08/2024, 05/03/2024, 04/24/2024, 04/22/2024, and 04/04/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available